Event description:
It was reported that the patient had difficulty charging the implantable pulse generator (ipg). It was also noted that the patient had inadequate pain relief. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted ipg was not returned as it was disposed by the medical facility.